Event description:
It was reported that during an arthroscopic procedure using a dyonics rf-s whirlwind 90 degree probe, the probe alarmed and produced a "warm" smell. The surgeon (B)(6) replaced the probe with a back up device and completed the procedure, but there was a 30 minute delay due to this event. There were no further pt complications reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: this event occurred outside of the u.s., due to international privacy laws, the pt info was not provided.